Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius leak test and microscopic analysis was performed which identified: striated opening on radius and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Event description:
The device was explanted.